Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during placement of the vascular stent in the sfa, the stent stopped deploying after a few trigger clicks. An internal wire of the system broke. The handle was opened and a hemostat was used for pulling the broken wire in order to fully release the vascular stent at the target site. No patient injury was reported.